Event description:
The patient's guardian device reached end of service prematurely. The guardian reached eos 4.0 years after activation when 6 years is expected. The patient will decide whether to have the device replaced. The doctor and patient are aware of this issue.